Manufacturer narrative:
Siemens reviewed the instrument logs provided by the customer. The root cause for the higher than expected thb result for the patient's sample in question is unknown as there is no indication of a measurement cartridge issue, instrument malfunction, or any possible contamination from the instrument itself. The rp 500 sn (B)(4) is performing as intended. It should be noted that the two samples being compared are from two different collection times, pre and post operation. At this time, the investigation was very limited due to lack of information provided from the customer. It is not known as what type of laboratory instrument was used that generated the thb result of 9.7 g/dl, if a comparison study was performed between the two analyzers, if the customer is working with a correlation coefficient, if the sample was mixed prior to analysis on the unknown instrument, and there were no cx files provided for review on the date of the event. If there is more information provided from the customer, this investigation will be re-opened to include the additional information.

Manufacturer narrative:
Siemens is still in the process of gathering the required information. The data logs have been received for investigation. The cause of this event is unknown.

Event description:
The customer reported discrepant total hemoglobin results on the rp 500 when compared to a non-siemens lab analyzer. There was no report of injury due to this event.